Manufacturer narrative:
Device evaluated by manufacturer: a 3.50 mm x 30.00 mm agent dcb was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile inspection of the hypotube shaft revealed no issues with the shaft and no kinks or damage to the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole at the proximal markerband. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per agent instructions for use (IFU) however, a leak was noted coming from the 3mm balloon tear (longitudinal) at 1mm proximal to the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. During procedure, it was noted that the balloon ruptured, and the procedure was successfully completed with another device. There was no patient complication reported.

Event description:
It was reported that the balloon ruptured. A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. During procedure, it was noted that the balloon ruptured, and the procedure was successfully completed with another device. There was no patient complication reported.